Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the "round plate" in the vessel sealer extend instrument broke off/detached and got caught in the patient's abdominal cavity. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The vessel sealer extend instrument has not been received for failure analysis evaluation.